Event description:
It was reported the patient's ipg will not communicate. A company representative met with the patient and confirmed the issue. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 where the ipg was explanted and replaced. The patient has effective therapy post-operative and the issue is resolved.